Manufacturer narrative:
The reported complaint of inaccurate longevity was confirmed. The root cause for the unavailable longevity estimate and a manufacturing date being presented as ¿n/a¿ is due to an invalid rtc being used by the lp. The root cause of the invalid rtc was unable to be determined. Normal lp functionality & diagnostics were restored once the lp¿s rtc was corrected (via an etp procedure using the merlin programmer).

Event description:
It was reported that patient presented in clinic post procedure. During interrogation, it was observed that the battery longevity of the right atrial leadless pacemaker (ralp) and right ventricle leadless pacemaker (rvlp) was not displayed, and the implant date could not be entered. It was also noticed that the manufacturer date was not displayed. Diagnostic intervention was performed, and device was successfully restored from etp mode. The battery longevity of rvlp was displayed but the issue persisted for ralp. There were no patient consequences.